Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor filament became detached and stuck in arm. The customer reported he was unable to remove filament himself and had appointment with a healthcare provider to have filament removed. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre 2 sensor filament became detached and stuck in arm. The customer reported he was unable to remove filament himself and had appointment with a healthcare provider to have filament removed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.